Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary procedure, right knee. It as reported that when the device was opened in the field, white particulate matter was seen on the device. Cement was used during the procedure but had not been opened at time of discovery. A second device was obtained from hospital inventory and used to complete the procedure. Rep reported a surgical delay of approximately 5 minutes with no tourniquet use.

Manufacturer narrative:
An event regarding foreign matter (white matter) involving a triathlon femoral component was reported. The event was confirmed by visual inspection of the photograph provided. Method & results: device evaluation and results: a photograph of the femoral component in the o.r. Was provided which depicts a white foreign matter/stain on the blasted surface of the component, near the inter-condylar notch. The femoral component (5510f402, triathlon cr fem comp #4 r-cem, lim, cat: 5510f402, lot: dal3e) was received for inspection. The product was not decontaminated upon receipt and was adequately labelled as such. The foreign matter observed on the initial image provided was no longer visible. When queried with the sales rep he indicated that the substance was washed away before they handed it off to him. The device appeared unremarkable with no evidence of foreign matter contamination. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot referenced. Conclusion: a photograph of the femoral component in the o.r. Was provided which depicts a white foreign matter/stain on the blasted surface of the component, near the inter-condylar notch. The femoral component (5510f402, triathlon cr fem comp #4 r-cem, lim, cat: 5510f402, lot: dal3e) was received for inspection. The product was not decontaminated upon receipt and was adequately labelled as such. The foreign matter observed on the initial image provided was no longer visible. When queried with the sales rep he indicated that the substance was washed away before they handed it off to him. The device appeared unremarkable with no evidence of foreign matter contamination. No further testing or evaluation of the returned device is possible as the foreign matter contamination was removed from the component by the customer, therefore the nature of the foreign matter or a potential source of the matter cannot be determined. No further investigation is possible at this time.

Event description:
Primary procedure, right knee. It as reported that when the device was opened in the field, white particulate matter was seen on the device. Cement was used during the procedure but had not been opened at time of discovery. A second device was obtained from hospital inventory and used to complete the procedure. Rep reported a surgical delay of approximately 5 minutes with no tourniquet use.